Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report the onetouch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2014 the patient experienced a seizure. While in the emergency room, the patient obtained an unspecified blood glucose reading on the reported meter and a reading of 163 mg/dl on a hospital meter, within 30 minutes. The patient received a cat scan and was hospitalized. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms occurred prior to the meter issue and she received no treatment for her diabetes. However as the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.